Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was an insulin delivery anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer's parent advised the insulin pump did not deliver insulin and they did not describe the issue in better detail. There was no report of an alarm in conjunction with the delivery anomaly. Customer's parents advised they would call back to troubleshoot the insulin pump when it is in their possession. The insulin pump was not returned for analysis.